Event description:
It was rpeorted the device was used during a ventral hernia procedure, the constructs were not going in deep enough and did not provide proper fixation. No pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Evaluation summary: no conclusion coule be reached based on the analysis results as to what may have caused the reported incident. The instruments (a,c,d) were locked out and the empty indicators deployed. There were no anchors remaining in the instruments. The triggers were fired until the empty indicators were crushed, blocking the triggers. No testing could be performed as the instruments were returned empty. Instrument (b) was received in good visual condition. Visual and functional analysis concluded that the instrument functioned properly and deployed the remaining anchors prior to the empty indicator engaging. The instrument was fully functional and conforming to design specifications. Instrument b. All other instruments is the same for all instruments.